Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 452 mg/dl and moderate ketones. Customer was treated with intravenous saline, and was released from the ER 4 hours later with no permanent damage. Cause of the reported issue was unknown. Tandem technical support performed a pump system check and confirmed the pump functioned as intended.